Event description:
It was reported that during a da vinci si total benign hysterectomy the monoploar curved scissors instrument tip burned out and or quit working. Another monopolar curved scissors instrument was used to complete the surgical procedure. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the tip was burned. The instrument was found with a char mark on the extension tube. The char mark measured roughly about .132 x .278. The mcs tip cover was not returned for failure analysis. Instruments passed electrical continuity test. Additional observation not reported by the site was pad printing removal. Next to char mark on extension tube, found pad print was removed. The missing print measured roughly .081 x 0.422. Damage to the print pad was most likely due to improper cleaning. 62 - the instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Follow up attempts have been made to contact the site regarding the mcs tip cover; however, no additional information has been provided at this time. A follow-up MDR will be submitted if the instrument the mcs tip cover is returned (post engineering evaluation) or if additional information is received.